Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the probe malfunctioned during a procedure. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe was received and visually inspected and found conforming. Actuation and aspiration testing was performed and found conforming. Cut testing was performed and found non-conforming. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Wear marks were observed at the bend area. Gouge marks were observed at the cutting edge and several other areas along the inner cutter. The complaint evaluation indicates that the probe had a cut issue. The most likely root cause for the poor cutting is the condition of and the damage seen on the inner cutter. Components within the probe may also impede the movement of the cutter shaft, causing poor cutter movement. The visual condition of the inner cutter supports that this is not a manufacturing related issue. How and when the cutter became damaged cannot be determined from this evaluation. No specific action with regard to this complaint was taken by the manufacturing location because the exact root cause for the cut issue cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information from the customer reported the probe did not cut during the procedure. The product was replaced and procedure completed with no patient harm.